Event description:
It was reported that post op of a laparoscopic gastric bypass procedure, the patient had a post op bleed the night of surgery and received a blood transfusion. The patient was passing blood. It is unknown if the patient is still in the hospital. The amount of blood loss is unknown. The surgeon did not mention the device function during the original surgery date. Device discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional information: (B)(6). Surgeon uses clips or over sews any bleeding on the staple lines. He rarely bovies the staple lines. He uses 3.0 vicryl for an anterior stitch on the gj and stitches any perforated vessels. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.